Event description:
The user's hearing performance with the device is affected. The user's hearing performance with the device is affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode due to an external mechanical impact appears to be likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. There was a sudden loss of hearing. Reportedly someone informed the mother that the child had a fall, but the mother herself did not observe any trauma. Prior to the event the hearing perception and language development were fine. No change in medication, no significant medical history, no redness or swelling, no infection and no pain at the implant site were reported. Further proceedings are unknown at this time.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode due to an external mechanical impact appears to be likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. The user's hearing performance with the device is affected. The user was reimplanted.